Event description:
Patient seen in clinic after carelink on (B)(6) 2021 showed questionable sensing and capture on rv lead. In clinic shows undersensing even when programmed most sensitive in bipolar. When unipolar noise was noted. Threshold is also eleveated at 2.2sv/lms. Unable to correct sensing issue, so discussed overdrive pacing until doctor can determine plan of care. Caller to review with md 604384390 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).